Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 56mm trident ii titanium shell; cat# unk_jr; lot # unknown, screw 1 of 3; cat # unk_jr; lot # unknown, screw 2 of 3; cat # unk_jr; lot # unknown, screw 3 of 3; cat # unk_jr; lot # unknown, mdm metal liner; cat # unk_shc; lot # unknown, ceramic femoral head; cat # unk_shc; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right hip was revised due to pain. A shell, mdm liner, mdm/ adm insert, 3 screws, and a ceramic femoral head were revised. Rep confirmed that no further information will be released by the hospital or surgeon.